Event description:
Complainant alleged that during training by a distributor, the device displayed a "pacer falutl 117' message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.